Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they experienced hypoglycemia. The customer¿s blood glucose level was 40 mg/dl at the time of incident. The customer stated that had low blood glucose for 20 minutes. The customer informed that they were using the insulin pump within 48 hours of reported low blood glucose event. The customer reported that the auto mode was automatically delivering insulin at the time of low blood glucose event. The customer does not allege that the insulin pump was over delivering. The insulin pump will not be returned for analysis.